Manufacturer narrative:
(B)(4) a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08705 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose as well as diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 680 mg/dl. The current blood glucose level was 80 mg/dl. The customer went to emergency room. The customer treated with insulin drip for high blood glucose. The insulin pump will be returned for analysis.